Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the filters are turning black on the replacement dreamstation auto CPAP device. The user alleges she changed out the filter on (B)(6) 2023, and on (B)(6) 2023, the filter was black. The user alleges she went to urgent care and got an x-ray and was diagnosed pneumonia and bronchitis. The user was given a steroid shot and was prescribed antibiotics. The user alleges she is still coughing and not feeling good in general so has a call into her pulmonologist. The device has not been returned to the manufacturer. An order was placed for new filters. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.